Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor showed signs of melting. The signs of melting was located on the plastic inside battery compartment. No adverse event reported. Return of the suspect device was requested for evaluation.